Manufacturer narrative:
The actual device was returned to the manufacturer. No signs of physical damage or discrepancies were noted during visual inspection of the cycler. A simulated treatment was performed and completed without any failures or problems. An investigation of the device manufacturing records was conducted and there were no deviations or non-conformances noted during the manufacturing process. The batch record review confirmed the labeling, material, and process controls were within specification. Medical records were provided and are being reviewed, and a supplemental report will be submitted upon completion of this review.

Event description:
A peritoneal dialysis (pd) nurse reported that a pt was diagnosed with peritonitis on (B)(6) 2014. There was no reported fluid leak during treatment within 72 hours prior to the infection. The nurse stated that the peritonitis was from the "touch contamination" bacterium coagulase negative staphylococcus. The pt was treated with intraperitoneal kefzol 2g and fortaz 1g for two weeks and the infection resolved easily. The pt has no further complications.